Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. In addition, it was reported that the pump touch screen was intermittently delayed in responding to presses. Customer¿s blood glucose was 300 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.